Event description:
As reported for this event by the customer during a therapeutic video-assisted thoracoscopic surgery (vats), an alarm was received for the device, after which the device probe broke. The broken piece has been recovered. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient. The functional output mode at the time of the event was seal and cut (level 1), seal (level 3).

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the probe broke 10 mm from the tip. There was a scratch around the broken part of the probe. When observing the fracture surface of the probe, it was found that cracks had grown from the scratches. The tissue pad was worn. There was a mark of contact with the rear end of the probe on the non-insulated part. Evaluation is ongoing. Supplemental report(s) will be filed as any relevant new information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1.the output was activated in seal & cut mode while the distal end of the grasping section was grasping a hard and thick tissue. Therefore, the probe came into contact with the tissue pad at the rear end of the grasping section. As a result, the tissue pad was worn out. 2.since the tissue pad was worn out, the non-insulated area of the grasping section came into contact with the probe. 3. The output was made while the non-insulated part of the grip was in contact with the probe, resulting in contact marks. 4. Cracks were generated starting from the contact traces due to the load applied to the probe due to the seal and cut output and the load that gripped the tissue. Also, an error occurred. 5.a load was applied to the probe and it broke. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.